Event description:
It was reported that this right ventricular (rv) lead exhibited a jump in pace impedance measurements up to 1100 ohms and then went back down to the 300's. Isometrics were performed, however, no noise was seen. Boston scientific technical services (ts) indicated this may be the start of spring contact behavior and recommended continuous monitoring and programming changes. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).